Event description:
It was reported that "during use cmac blade was found faulty - video/led intermittent, customer was unable to proceed with cmac and had to use different instrument. Afterwards the cmac was assessed and the seals have deteriorated." It was confirmed that the procedure was completed successfully with a delay of less than 15 minutes, without any adverse consequences for the patient user or third party. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).